Event description:
Per the clinic, the patient experienced poor performance with the device use since initial implantation due to an electrode array malposition. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.